Event description:
It was reported that during heartmate 3 implantation a previously undetected patent foramen ovale (pfo) was confirmed, and a right-to-left shunt was observed. Since the patient had a history of open-heart surgery and the perioperative risk was high, and the right-to-left shunt was resolved by adjusting the left ventricular assist device (lvad) flow, the surgery was completed without additional pfo closure. After returning to the intensive care unit (ICU), pericardial pressure increased to 20mmhg in the right atrium and 32/26 (29) mmhg in the pulmonary artery due to perioperative fluid loading. Although the lvad flow did not decrease, the pao (2)/fio (2) ratio decreased rapidly to 70 on postoperative day 2. Transesophageal echocardiography revealed right-to-left shunt mediated by the pfo, and percutaneous pfo closure was performed. Oxygenation improved markedly immediately after pfo closure, and the patient was extubated 3 days after pfo closure. In this case, while the diastolic pulmonary artery pressure decreased from 26mmhg immediately after ICU discharge to 12mmhg on postoperative day 2, the right atrial pressure decreased only from 20mmhg immediately after ICU discharge to 17mmhg on postoperative day 2, suggesting that right-to-left shunt occurred because the right atrial pressure exceeded the left atrial pressure. Before heartmate3 implantation, circulation was established with an extracorporeal lvad alone, but the papi was low (1.1) and the rap/pawp ratio was high (0.82), suggesting the presence of right ventricular dysfunction, which may be one reason why the right atrial pressure exceeded the left atrial pressure after lvad implantation.

Manufacturer narrative:
Section a: patient information was not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d6a: date of implant was not yet provided. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number unknown, and the reported events of right ventricular dysfunction, pulmonary hypertension, and hemodynamic instability could not be conclusively established through this evaluation. It was reported that during heartmate 3 implantation surgery, a previously undetected patent foramen ovale (pfo) was confirmed, and right-to-left shunt was observed. The patient reportedly had a history of open-heart surgery, and the perioperative risk was high, so the right-to-left shunt was resolved by adjusting the lvad flow, and the surgery was completed without additional pfo closure. Later after returning to the ICU, provided information indicated that the patient¿s pericardial pressure increased to 20mmhg in the right atrium and 32/26 (29) mmhg in the pulmonary artery due to perioperative fluid loading. The patient¿s lvad flow reportedly did not decrease, although, the ratio of partial pressure of oxygen in arterial blood to the fraction of inspired oxygen (pao (2)/fio (2)) ratio decreased rapidly to 70 on postoperative day 2. Transesophageal echocardiography reportedly revealed right-to-left shunt mediated by the pfo, and percutaneous pfo closure was performed. The patient¿s oxygenation reportedly improved remarkably immediately after pfo closure, and the patient was extubated 3 days after pfo closure. Per provided information, while the diastolic pulmonary artery pressure decreased from 26mmhg immediately after ICU discharge to 12mmhg on postoperative day 2, the right atrial pressure decreased only from 20mmhg immediately after ICU discharge to 17mmhg on postoperative day 2, suggesting that right-to-left shunt occurred because the right atrial pressure exceeded the left atrial pressure. Before heartmate3 implantation, the patient¿s circulation was reportedly established with an extracorporeal lvad alone, but the pulmonary artery pulsatility index (papi) was low (1.1) and the ratio of the right atrial pressure to pulmonary artery wedge pressure (rap/pawp ratio) was high (0.82), suggesting the presence of right ventricular dysfunction. The right ventricular dysfunction was reportedly speculated to be one reason why the right atrial pressure exceeded the left atrial pressure after lvad implantation. The serial numbers of the heartmate 3 left ventricular systems in use were not provided. The current revision of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 6 of the IFU "patient care and management" (under "blood pressure management") discusses the management and treatment of hypertension. This section states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. No further information was provided. The manufacturer is closing the file on this event.